Manufacturer narrative:
On april 26, 2021, mentor became aware that the issue was reported to FDA via medwatch reference number mw5099785, the date of event was (B)(6) 2020, date of implant was (B)(6) 2019, and patient also experienced sleep disorders, hair loss, bilateral breast implant rupture (not only right side), and bilateral capsular contracture; baker grade unknown. Corresponding fields have been updated on this form. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side generalized illness. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision reconstruction breast surgery with a 590cc mentor memorygel breast implant on both sides and experienced right side breast implant rupture, and generalized illness symptoms including pain, nausea, and fatigue. As a result, the patient underwent bilateral explantation, and replacement with catalog number 3503500; serial number (B)(4) on the left side, and with catalog number 3503500; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s left-sided device.